Event description:
The customer reported that the system gave a low kvp warning and was not displaying images. Pt had been on the table but was not injured. The case was completed.

Manufacturer narrative:
The service rep replaced the xray tube and calibrated and aligned the system. The system operates as intended.